Manufacturer narrative:
Corrected data: h11: image review: four static images and one media file were provided for review. Partial patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter measured 71.4mm with a perimeter derived diameter of 22.7mm suggesting a 26mm evolut. The aortic valve leaflets appeared to be significantly calcified. Fluoroscopy valve load inspection was performed but it is inconclusive due to inadequate imaging. Medtronic recommends a complete fluoroscopy check under a magnified, high-resolution view over an area selected to not impede the clarity of the device. Ensure the capsule is slowly rotated 360°during the fluoroscopy check. It was reported that under expansion and an infold occurred during the first deployment attempt. However, images of the under expansion and infold were not provided for review. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was returned within the capsule of the delivery system. The valve was removed from the delivery system and forwarded to the santa ana return product analysis lab. The valve was received in the santa ana returned product analysis lab submerged in clear 0.2% glutaraldehyde solution inside a heart valve return kit jar. As received, all leaflets were in a partially closed position with a gap between the free margins. The leaflets were stiff with signs of creases and frame imprints. These conditions may be associated with the valve being crimped inside the delivery system for an extended period of time. Tissue was dry in areas where severe creases and imprints were present. All commissures appeared intact. There was evidence of blood contact on the valve. The device was received severely compressed with the outflow exhibiting an elliptical appearance and the inflow exhibiting a slight reniform appearance. The tissue around the valve skirt appeared dry with signs of imprints. The valve was submerged in body-temp (approximate 37 celsius) saline. The frame expanded; however, appeared to maintain a com pressed condition. It is possible the compressed state may be associated with the valve being loaded inside the delivery system for an unknown duration of time. There was no evidence of frame kinks or bends after warm saline submersion. Due to the returned condition of the valve, a deployment simulation could not be performed. Conclusion: the device history record and frame record were reviewed. The device was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. Per the physician, the heavily calcified aortic valve contributed to the infold. It was reported that, upon deployment, an expansion defect was observed. A post-balloon dilatation was not performed in this case, but per the device instructions for use (IFU), in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilation of the bioprosthesis may improve valve function and sealing. To ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus. Refer to the specific balloon catheter manufacturer's labeling for proper instruction on the use of balloon catheter devices. The patient¿s calcified anatomy may have been a contributing factor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data d9 h2 h3 h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the heavily calcified aortic valve contributed to the infold. A short procedural delay occurred due to the infold.

Manufacturer narrative:
Image review: four static images and one media file were provided for review. Partial patient¿s executive summary was provided for anatomical review. Patient¿s annulus perimeter measured 71.4mm with a perimeter derived diameter of 22.7mm suggesting a 26mm evolut. The aortic valve leaflets appeared to be significantly calcified. Fluoroscopy valve load inspection was performed but it is inconclusive due to inadequate imaging. Medtronic recommends a complete fluoroscopy check under a magnified, high-resolution view over an area selected to not impede the clarity of the device. Ensure the capsule is slowly rotated 360°during the fluoroscopy check. It was reported that under expansion and an infold occurred during the first deployment attempt. However, images of the under expansion and infold were not provided for review. Updated h.6 and imf code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329; (lot: 0012275352); product type: 0195-heart valves; product ID l-evolutfx-2329; (lot: 0012192721); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a heavily calcified aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed four weeks prior with a 20 millimeter (mm) non-medtronic balloon. No intra-procedural pre bav was performed. A confida wire was used to position the valve. After partially opening the capsule, under-expansion and an infold of the inflow crown was noted. The valve and delivery catheter system (dcs) were recaptured and removed from the patient. A pre-bav was performed using a 20 mm non-medtronic balloon. A new system was used and the valve was successfully implanted. No adverse patient effects were reported.